Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: no root cause can be determined as no samples were received. Rationale: since no samples displaying the reported condition were received corrective actions are not necessary.

Event description:
It was reported that 3 ml bd luer-lok¿ luer-lok¿ tip had foreign matter in the syringe. The following information was provided by the initial reporter: material no: 309657 batch no: unknown. It was reported that after drawing up insulin a "black string" was noticed in the syringe. Customer stated that this syringe/insulin was used. Event description per email states:" caller reported that when he withdrew insulin from his vial into his syringe, he noticed a black string inside of his syringe. Customer thinks it might have been a piece of the rubber stopper in the syringe but is not sure. Customer stated he still used the same syringe and insulin. Number of occurrences: 1. Did the caller insert the needle into the cartridge and encounter fill resistance? No. Product lot #: unavailable. Did issue cause any injury? No. Did customer require medical intervention? No. Is product manufactured by bd? Yes, customer is not sure if he still has the same syringe. Therefore sample is not available for investigation. Resolution: caller was able to successfully fill a cartridge. No further action required. Cts advised customer to contact tech support for assistance the next time an issue like this occurs and to not using the syringe if he believes its contaminated. Customer acknowledged and understood.